Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for no delivery alarm was performed. Customer received 2 no delivery alarms in the last 2 days. Customer was advised to change out the reservoir and infusion set. Customer was advised the no delivery alarm resulted from the infusion set or reservoir being occluded. Customer was advised replacement infusion sets will be sent out.